Manufacturer narrative:
As reported, the window of a 6f exoseal vascular closure device (vcd) did not change the color even when the 6f non-cordis sheath was completely withdrawn. The operator forcefully pressed the plug deployment button and withdrew the entire system. The deployment button was depressed when the indicator window was at the white/black position. It is not possible that the deployer did not see the indicator window change to black/black upon depression of the button. The plug was found to be exposed on the patient's body surface, failing to seal, and was replaced by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site and no vessel stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a non-cordis guidewire, unknown pigtail catheter, unknown single-bend catheter, non-cordis 3 x 120 balloon, non-cordis 5 x 120 balloon, non-cordis 8 x 60 stent. Intraoperative non-cordis guidewire was passed through the lesion, non-cordis balloon was expanded, non-cordis stent was implanted, and finally exoseal was used to seal the puncture point. The procedure was an iliac artery occlusion treatment and used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile unit of the product ¿vascular closure device 6f¿ was received for product investigation. Upon visual analysis, the following conditions were noted: the deployment lever was fully depressed; the indicator window displayed black/white/red colors; the plug was fully deployed and not included in the shipment; the cowling guard was locked; the back bleed port was in the deployed position; the indicator wire was retracted; and the device was blood saturated. Additionally, an unknown procedural sheath was on the device and exposed to blood with no damages observed on it. Functional analysis was not performed as the device was received fully deployed. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported events of ¿indicator window-no change to indicator¿ and ¿deployment lever (button)-inaccurate deployment-at white/black position¿ were not confirmed through analysis of the returned device since it was received fully deployed and there were no anomalies noted to the internal mechanism. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the no change to indicator and deploying the button at the white/black position of the indicator window since the window was received in the black/white/red position as expected for a fully deployed device and there were no anomalies noted to the internal mechanisms during microscopic analysis. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) did not change the color even when the 6f non-cordis sheath was completely withdrawn. The operator forcefully pressed the plug deployment button and withdrew the entire system. The deployment button was depressed when the indicator window was at the white/black position. It is not possible that the deployer did not see the indicator window change to black/black upon depression of the button. The plug was found to be exposed on the patient's body surface, failing to seal, and was replaced by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click was heard. There was pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site and no vessel stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a non-cordis guidewire, unknown pigtail catheter, unknown single-bend catheter, non-cordis 3 x 120 balloon, non-cordis 5 x 120 balloon, non-cordis 8 x 60 stent. Intraoperative non-cordis guidewire was passed through the lesion, non-cordis balloon was expanded, non-cordis stent was implanted, and finally exoseal was used to seal the puncture point. The procedure was an iliac artery occlusion treatment and used a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.